Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, this device was thoroughly tested. Analysis of device memory indicated that there had been a system reset during implant. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device case showed witness marks indicating "high current/ energy" discharge to the case. However, the device's electrical functions were within specifications.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue concerning a system reset while the device was implanted.

Manufacturer narrative:
At this time, this device is undergoing detailed analysis. When analysis is complete, this event will be updated.